Event description:
It was reported that the lead was capped and replaced due to a high voltage lead impedance anomaly. The patient did well during and after the procedure.

Event description:
Additional information received indicated high, out of range, high voltage lead impedance was observed. Lead fracture was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the 13.3cm with the connector pin was returned for analysis. A fracture of the svc conductor was noted at 3.2cm from the svc connector pin, consistent with fatigue and the field observation of high hv lead impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.